Event description:
Additional information was received that per the physician, severe calcification in the native aortic valve contributed to the infold. A procedure delay occurred to preparer a new valve.

Manufacturer narrative:
Image review: 10 fluoroscopic cine loops and 5 cardiac computed tomography (CT)images of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure were provided for review. Patient summary was not provided for anatomical review. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. Since, during the loading, inflow crown overlap touching node 4 could be observed, the evolut system should have been replaced with a new system. However, the team decided to attempt the implant with the misloaded valve. Although the subsequent infold could have been caused by several of the above given reasons (severe calcification), it is very likely that the initial inflow crown overlap during loading contributed to the infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9, h2, h3, h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside a heart valve return kit jar, submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was in a crimped state with the inflow showing a reniform appearance. As received, all leaflets appeared to be in a partially closed position with a gap between the free margins. All leaflets were dry with moderate flexibility. Leaflets exhibited severe creases and frame imprints. All commissures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded and inflow shape resolved; however, the valve appeared to retain a compressed state. This may be associated with the valve being inside the capsule of the delivery system for an unknown duration of time. There was no evidence of bends or kinks on the frame. Due to the return condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop34 (lot: 0012315920); product type: 0195-heart valves; implant date na ; explant date na product ID l-evprop34 (lot: 0011989432); product type: 0195-heart valves; implant date na ; explant date na medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilatation was performed using a 24 millimeter (mm) non-medtronic (vacs iii) non-compliant balloon. The valve was loaded and crown overlap to node four was observed. A non-medtronic (lunderquist) guidewire was used for the procedure. The delivery catheter system (dcs) was inserted into the patient and on the first deployment attempt, an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded onto a new dcs. A second pre-implant balloon dilatation was performed using a 28mm non-medtronic (vacs iii) balloon. The new system was inserted into the patient. On the first deployment attempt, the valve¿s position was too deep at a depth of 8mm. The valve was recaptured and re-deployed. On the second deployment attempt, the valve was positioned at a depth of 3mm and was fully released with a good result. No adverse patient effects were reported.